Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was explanted due to a product performance issue. No additional patient issues were reported.

Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed. The device was returned for analysis. X-ray inspection and continuity testing showed conductors were intact. Visual inspection showed setscrew marks on the terminal pin were in the correct location. Inspection showed stretched-out coils at the lead tip and a stretched-out helix, which was likely explant damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to a product performance issue. The physician rotated the fixation tool in the wrong direction when deploying the helix during implant. No additional patient issues were reported.